Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Subsequently, the customer was taken to the hospital via ambulance and admitted to the hospital with a blood glucose (bg) of 700 (mg/dl) and diabetic ketoacidosis (dka). While in the hospital the customer received insulin intravenously. The customer was released from the hospital 3 days after being admitted. Reportedly the customer reverted to manual injection for insulin therapy.